Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is a faulty inlet valve on the phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 808:07 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Additional information: the device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.